Manufacturer narrative:
Na

Event description:
It was reported in (B)(4) that the fowler left cylinder split when pressing release handle and there was a leak on the floor. No adverse consequences were alleged.